Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR report: 3008829311-2018-00053 it was reported the patient experiences ineffective stimulation. Multiple reprogramming attempts have been made, but to no avail. The patient desires to have the system removed.

Event description:
Device 2 of 2 . Reference MFR report: 3008829311-2018-00053. Additional information received indicated further reprogramming was able to provide therapy.